Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospital emergency room with hyperglycemia. The patient's blood glucose levels reached 567 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and vomiting. The patient administered manual injections. The patient reports once at the hospital upon removal of the pod it was found to be leaking during wear. The patient was treated with intravenous fluids and insulin.